Manufacturer narrative:
Alleged failure: icg anaphylactic. Patient who was going to have floro iamging for gall blader surgery. Patient was givin 0.5 mg of icg 30 min before surgery. Patient was taken to the or, aprox 40 minute after icg injection patient started showing symptoms of anaphylactic response. Now the patient is currently in the intensive care unit on a respirator. Probable root cause/s: cause of issue likely due to anaphylactic reaction to icg. While the timing of the reported symptoms was considered unusual by OEM qp pharmacovigilance, the symptoms themselves (rash, swelling) are consistent with an anaphylactic reaction. Icg dosage and administration timing were confirmed and OEM did not any additional feedback regarding incident. The product was not returned for investigation due to being consumed during procedure. However, reported failure mode was confirmed based on review of patient medical information by OEM. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that the patient had an anaphylactic response following icg injection. Additional information confirmed patient was later discharged home.

Manufacturer narrative:
The manufacturer of the icg has been notified of this event. Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that the patient had an anaphylactic response following icg injection. Additional information confirmed patient was later discharged home.